Event description:
Event description guidant received information that during the implant procedure, this guiding catheter perforated the coronary sinus. The patient did not experience any symptoms from this perforation. Blood pressure and cardiac function remained stable throughout the procedure and no additional intervention was required. It was also reported that this coronary sinus lead could not be implanted due to the patient's anatomy.